Event description:
It was reported not receiving alerts or errors when insulin was blocked. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.